Event description:
Customer reported a malfunction alarm with code malf 12, but there was no notable event prior to the malfunction and it did not cause the blood glucose level to exceed 500 mg/dl. Customer's blood glucose level remained within a normal range. Technical support provided pump reset instructions to the customer, who reset the pump successfully, and the malfunction did not recur. Customer was advised to continue using the pump and to report any future malfunctions.